Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process for multiple cartridges. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose was 173 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.